Manufacturer narrative:
Device evaluated by MFR.: the flextome cutting balloon was returned with the guide wire and introducer sheath. The protector cap was not returned with the device. The introducer sheath was kinked 87mm from the distal end and slightly split and kinked 52mm from the distal end. There was no size indicated on the introducer sheath but when measured against a 6fr sheath it appeared to be slightly larger, therefore the correct introducer sheath size was used. Visual examination identified the device was returned in two pieces. The balloon and part of the shaft was detached from the device and returned inside the sheath. The outer distal was detached 14mm from proximal bond, while the inner lumen was detached 18mm from proximal bond. The guide wire was returned inside the shaft of the device. The shaft from the rapid exchange (rx) bond to the detachment was twisted and stretched. The guide wire could not be removed from the device. The balloon was fully deflated with no damage noted to the blades. No other damage was noted to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, removal difficulty and a shaft break occurred. Vascular access was obtained through the femoral artery. The target lesion was located in an artery in the leg. The physician attempted to advance the 4.0mm x 1.5cm flextome cutting balloon however; resistance was encountered. The cutting balloon and the platinum plus guide wire were withdrawn into an unspecified introducer sheath however; they became stuck in the sheath. The distal shaft of the device, just proximal to the balloon detached and remained stuck inside the sheath. The sheath, guide wire, and device were all removed from the patient. The procedure was completed with another of the same device. Afterwards, the patient experienced a hematoma. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: (B)(6). Event date: (B)(6) 2010. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, removal difficulty and a shaft break occurred. Vascular access was obtained through the femoral artery. The target lesion was located in an artery in the leg. The physician attempted to advance the 4.0mm x 1.5cm flextome cutting balloon however; resistance was encountered. The cutting balloon and the platinum plus guide wire were withdrawn into an unspecified introducer sheath however; they became stuck in the sheath. The distal shaft of the device, just proximal to the balloon detached and remained stuck inside the sheath. The sheath, guide wire, and device were all removed from the patient. The procedure was completed with another of the same device. Afterwards, the patient experienced a hematoma. No further patient complications were reported and the patient's status is stable.